Manufacturer narrative:
(B)(4). Additional information: the patient was recovered from this peritonitis event (previously reported as unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with vancomycin injection 1 gram once in five days intraperitoneally (duration not reported) and fortum injection 1 gram once a day intraperitoneally (duration not reported) for the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.